Manufacturer narrative:
B5: describe event or problem: updated to include new information obtained.

Event description:
It was reported that stent fracture occurred. A 8 x 3.50 promus premier stent was advanced for treatment. However, during the procedure, the stent fractured. The procedure was completed with a different device. No further information was provided. It was further reported that the stenosed target lesion was located in the mildly tortuous and mildly calcified left circumflex artery (lcx). During the procedure, the stent broke into pieces. The device was completely removed from the patient's body together with the guide catheter.

Event description:
It was reported that stent fracture occurred. An 8 x 3.50 promus premier stent was advanced for treatment. However, during the procedure, the stent fractured. The procedure was completed with a different device. No further information was provided.